Manufacturer narrative:
The device referenced in this report was returned to olympus for evaluation. The evaluation confirmed the user's reported event of short circuit error. The short circuit error message was duplicated when the jaw was closed and the seal and cut button was activated; however, the probe damage error was not confirmed. The device passed the probe check. The distal end of the device was inspected and found no visual indication of damage to the probe unit. In addition, the teflon pad was inspected and was found worn with metal exposed. The most likely root cause of the reported event could be attributed to insufficient tissue between the probe and jaw when the device was activated. This type of teflon pad damage is most likely related to the operator's technique. The instruction manual contains several warning statements in an effort to prevent damage to the teflon pad. "Do not activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel. Do not activate output while applying the probe tip to the tissue with a strong force. Do not activate output while grasping thick and hard tissues. Otherwise, various forms of damage in the probe tip and/or the tissue pad such as premature wear, breakage, deformation, exposure of metal, and/or falling inside the body cavity, and/or partial separating may occur."

Event description:
Olympus was informed that during a therapeutic laparoscopic total colectomy procedure, a probe damage error and short circuit error messages were displayed. No detachment of the device was reported. There was no patient injury that occurred. The procedure was completed using a different but similar device. No additional information was provided.